Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 12-mar-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 197, 165, 147 and 142 mg/dl. The customer¿s expected am fasting blood glucose test result range is 106-111 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2025 and open vial date is a month ago. The meter memory was reviewed for previous test result history: result 1: 197mg/dl , date :(B)(6), time: 7:52am fasting. Result 2: 165mg/dl , date: (B)(6), time: 7:49am fasting . Result 3: 147mg/dl, date :(B)(6), time: 7:48am fasting. Result 4: 111mg/dl , date: (B)(6), time: 11:26am fasting. Result 5: 142mg/dl , date: (B)(6), time: 11:25am fasting.